Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2012; 4194-88 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow-up, t-wave oversensing (twos) from the right ventricular (rv) lead was observed post-ventricular pacing by the cardiac resynchronization therapy defibrillator (crt-d). The sensitivity parameters were adjusted and the rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.